Event description:
The patient was originally treated for a gi bleed and received treatment with the qs delivery system late in the evening to achieve hemostasis at the arterial puncture site following the interventional treatment for the gi bleed. Minutes following the delivery of the gelfoam hemostatic sponge, the paitent exhibited no distal pulse in the treated leg.